Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of errors occurring in all endoscopes was not confirmed, and therefore no cause could be determined. The unstable sound of the rotating fan was reproduced and the probable cause was it was due to a contact failure in the fan, likely due to the layer of accumulated dust inside of the fan. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source gave an error when connected to all the endoscopes attempted. No information was provided about when the issue occurred. There were no reports of patient harm. It was observed that during the device evaluation, the light source exhibited a b30 (scope connection error) and a faulty fan.